Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available despite good faith efforts. Additional information was received that the spinal cord stimulation (scs) system underwent an explant procedure due to a system upgrade as the patient preferred to change her implantable pulse generator (ipg) to a primary cell to eliminate charging altogether, no device malfunction or allegation were reported. The patient is doing well post operatively and the device will not be returned per facility policy.